Manufacturer narrative:
Additional information was added: the lot was manufactured from april 27, 2019 - april 29, 2019. The actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port cap at the base of the spike port tubing. The reported condition was verified. The cause of the condition is likely due to inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted to the spike port tubing, however the exact cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was identified during setup and preparation. There was no patient involvement. No additional information is available.